Event description:
Caller stated customer had low blood glucose symptoms with result of 264 mg/dl obtained on the aviva system. Caller re-tested the customer and result was 64 mg/dl on the aviva system within 10 minutes of result of 264 mg/dl. Caller treated the customer with oral glucose gel; low blood glucose symptoms improved 3 hours later and customer was given a soft boiled egg and oatmeal. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.